Manufacturer narrative:
This is the 2nd of 2 reports. Device not returned.

Event description:
It was reported that during procedure, a first balloon catheter was ruptured. The first balloon was removed from the patient's body and replaced with a 2nd balloon. During use of the 2nd balloon catheter (subject device), extravasation was observed. No additional information is available currently.

Event description:
It was reported that a patient was hospitalized due to subarachnoid hemorrhage and during the procedure, the first balloon catheter was ruptured. The first balloon was removed from the patient's body and replace with a 2nd balloon catheter (subject device). The patient suffered from extravasation and a drain was opened. One day following the procedure, the patient¿s family elected to withdraw care and the patient expired. The physician does not believe the extravasation and patient¿s death was caused by the stryker devices used during the procedure.

Manufacturer narrative:
After reviewing the additional information provided on 08-august-2018, it was understood that the physician does not believe that the extravasation and subsequent patient¿s death were caused by the transform balloon (subject balloon) used during the procedure. Since the adverse events were not related to the stryker device(s) used during procedure and that the reported balloon rupture did not caused or contributed to the reported event, this event does not meet reporting criteria. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.